Manufacturer narrative:
Evaluation codes, results: guide catheter. Dislodgement. Conclusions: thrombus - total occlusion. Incorrect technique used to retract device.

Event description:
An endeavor sprint rx drug-eluting coronary stent sys, length 18mm diameter 2.5 mm, was used to treat a lesion in a pt's lad. It is reported that the stent dislodged from the delivery sys in the pt. The pt's lad was totally occluded by a thrombus at the time of the procedure. Positioning difficulties were encountered during attempted deployment of an endeavor sprint rx drug-eluting stent, length 30mm, diameter 2.5 mm, to the lad lesion and multiple pre-dilations were performed. The stent would not cross and was removed. Following additional pre-dilatations, an endeavor sprint rx drug-eluting coronary stent system, length 18mm, diameter 2.5 mm was successfully deployed. A second endeavor sprint rx drug-eluting coronary stent system, length 18mm, diameter 2.5 mm was inspected prior to use, post removal of the protective sheath, with no abnormalities noted. The endeavor stent would not cross into position. It is reported that, after multiple attempts, the physician pulled the endeavor back into the guide catheter and the stent was stripped off in the lad. The physician tried to retrieve the stent with a snare but was not successful. After many hours of trying, the physician crushed and embolized stent up against the wall of the left main. It is reported that the pt became distressed and required defibrillation and CPR. An emergency 3 way bypass was performed. The pt expired two days post procedure. It is unk if an autopsy was performed.